Event description:
Customer reported that no sample was pipetted into well a5 dispensed while pipetting of htlv. Kit lot was 13012, exp. 5/20/2014. Plate ID was (B)(4). No fluid was dispensed. Error was not generated by the summit. Tip lot was 54911p4. Customer aborted the plate, no erroneous results reported. The customer repipetted the samples on another device successfully. Issue started on: (B)(4) 2013. Frequency: once. Error occurred during: testing. A service call was created as requested by the customer. After hours rollover received (B)(6) 2013.

Manufacturer narrative:
Customer letter (cl05-179) was sent 11/2/2005 to all customers to inform them of an issue when using ortho summit sample handling system for microplate antibody screening tests. Ocd received increased reports of sample not being dispensed during the pipetting of a plate, in some cases; the appropriate error code was not generated. This increase in no sample no error (nsne) events was observed primarily during the pipetting of microplate antibody screening tests. The customer was instructed to refer to the ortho sample handling system user¿s guide recommendation to visually inspecting each plate during pipetting for proper delivery of sample and ensure that they follow the existing instructions documented in the guide. (B)(4).